Manufacturer narrative:
(B)(4). Additional devices implanted and/or related to this event: hgb161207a/(B)(4). The review of the manufacturing paperwork verified that these lots met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2018, the patient was implanted with gore® excluder® aaa and an iliac branch endoprostheses (ibe) to treat a common iliac artery aneurysm. There was no reported abdominal aortic aneurysm, but the aorta had tortuosity. It was reported that on (B)(6) 2018, the patient was raking leaves and developed lower back pain and loss of feeling in left leg. He presented to the emergency room with pain and paralysis in the left leg. Computed tomography (CT) images, dated (B)(6) 2018, revealed the external iliac limb rlt261412/ 17512197 device had compressed/pinched to the side of the artery. There was a reintervention on (B)(6) 2018, the physician explanted the all the gore® excluder® aaa and iliac branch endoprostheses (ibe) devices, surgically repaired the vasculature and performed an aortobifemoral bypass procedure. The patient regained feeling in the left leg and tolerated the procedure. During evaluation of the CT images, it was reported there was a dissection at the accessory renal arteries proximal to the rlt261412/17512197 device that had created a false lumen that was pushing the device and causing it to become compressed. The dissection was not noted pre procedure.